Event description:
It was reported that this pacemaker was unable to be interrogated and had no magnet response upon. The pacemaker was implanted in 2016. The patient remains asymptomatic and an urgent replacement procedure is expected. This investigation will be updated when further information becomes available.

Event description:
It was reported that this pacemaker was unable to be interrogated and had no magnet response upon. The pacemaker was implanted in 2016. The patient remains asymptomatic and an urgent replacement procedure is expected. This investigation will be updated when further information becomes available. This pacemaker was successfully explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, and no therapy remained unavailable. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device was explanted and returned to boston scientific for analysis. This investigation will be updated when analysis is complete.

Event description:
It was reported that this pacemaker was unable to be interrogated and had no magnet response upon. The pacemaker was implanted in 2016. The patient remains asymptomatic and an urgent replacement procedure is expected. This investigation will be updated when further information becomes available. This pacemaker was successfully explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.